Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on row 4 on the distal side lifted from the stent profile. This type of damage is consistent with the stent encountering resistance during advancement attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-apr-2016. It was reported that difficulties tracking the device over the wire were encountered. Vascular access was obtained via the right femoral artery. The 100% stenosed, 34mm x 3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After a 7f non-bsc guide catheter was engaged to the lesion coaxially and 2 non-bsc guide wires crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 3.50x38mm promus element¿ long drug-eluting stent was then advanced but great resistance was encountered while tracking the device. The device was removed and the lesion was dilated again with an apex push balloon. A 3.5x40 non-bsc stent was then deployed and post-dilatation was performed with 2 non-bsc balloon catheters. Final angiogram showed no residual stenosis and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.